Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of a "dead spot" on the screen and the bezel overlay was replaced and the stylus calibrated. It was additionally noted that the cord bay door latch, both keyboard hinges and the keyboard case were broken, the lower hinges were worn out and the hinge plate screws were missing. All were replaced. The software was reloaded and updated and the programmer then passes all console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a "dead" spot on the programmer's screen which does not respond to the stylus. The programmer was returned for service. There was no patient involvement.